Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having drain issues. The patient reported that they are in a recliner at night and when they stand up, they drain better. No alarms were reported. A review of the patient¿s treatment records identified that the patient drained 4299 ml during drain 4 of the treatment. This drain volume is 193% the patient's largest fill volume during the treatment of 2225 ml. As a result of the iipv event, the technical support representative assisted the patient with operational issues the patient was having with the drain. The patient was also advised to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information was requested but to date, has not been provided.